Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization was in the 400mg/dl range. The customer was not wearing the insulin pump for 2 days prior to the time of hospitalization. Customer was treated intravenous fluids and manual injections. It was also reported that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 556mg/dl. The customer was not wearing the insulin pump for 19 days prior to the time of hospitalization. Customer was treated manual injection. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.